Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was only detecting lead 1 ECG (electrocardiography) from a 12 lead ECG. There was patient involvement, however no health consequences or impact.

Manufacturer narrative:
Updated event date.